Event description:
Leaving half inside with no string- vagina [foreign body in reproductive tract]. Tampon I used broke in half during removal [complication of device removal]. Tampon I used broke in half [device breakage]. Case narrative: consumer reported via e-mail that tampon broke in half during removal. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.